Event description:
It was reported by service report that the siderail was not locking in the upright position and the power cord was missing the ground prong. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.